Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned. Overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Visual and microscopic inspection revealed perfect condition of the spring tip on the distal side of the device and no other issues on the device were found. The device performed as intended during the analysis and no damage was encountered that could be related to the event.

Event description:
It was reported that the burr was stuck with the rotawire. The 90% stenosed, 10mm x 3.0mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. During the procedure, it was noted that the rotawire was intertwined with the burr, and the rotawire was fractured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. The patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that the burr was stuck with the rotawire. The 90% stenosed, 10mm x 3.0mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. During the procedure, it was noted that the rotawire was intertwined with the burr, and the rotawire was fractured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. The patient was stable post procedure.